Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Note that concomitant product/secondary implantable neurostimulator (ins) previously reported under rr# 3004209178-2020-02756. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was unable to read "either of the patient's devices." They stated they've tried the tablet, 8840, patient programmer (pp), and the ins recharger (insr). The patient indicated they last charged on sunday (B)(6) 2020 and got all 8 bars. It was reviewed that this was presenting as overdischarge (od) but this wouldn't be od if the patient just charged on sunday. It was stated the patient had "a lot of movement" today and so they were unsure if the patient was getting therapy. While on the call, the antenna locate (al) feature was walked through on one device and "48-96" showed. They were then walked through starting the charge session from the 96 position and the power on reset (por) was observed at that time. They were then walked through bypassing the screen and all 8 bars showed and the battery had "little charge level." It was reviewed they should repeat the same process on the other side when the first was completed and the patient should continue to charge when home.